Event description:
It was reported that at a routine device change out, the high voltage "b" (hvb) portion of the right ventricular (rv) lead showed high impedance through the analyzer and the superior vena cava portion showed no impedance readings through new device indicating a possible fracture. It was noted that there was noise on the hvb portion of the lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analysis found that the proximal conductor was fractured. The defibrillator conductor was fractured and distorted. Several conductors had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overly and it had cosmetic environmental stress cracking. The outer insulation was torn and had a cosmetic depression.